Event description:
During the evaluation of a device returned for a non-reportable incident a leakage at the flow restrictor component was detected. Review of two year medical history revealed one incident in which medical intervention was provided to a pt as a result of a chemo leak at the flow restrictor. Based on this review, the observed leakage condition was determined to be reportable.